Event description:
A competitor reported that within a few days of implant, a pericardial window was performed, and that a chest tube was inserted with 500 ccs of bloody fluid drained. The patient had been having chest pain, and was in the hospital due to gall bladder attack and also had liver failure. The physician who performed the lead extraction felt that the lead did not perforate. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 350974 competitor lead, implanted: (B)(6) 2015. (B)(4).